Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from july 19, 2021 - july 20, 2021. H10: seven (7) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which did not did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed. The reported condition was not verified in all samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.